Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Without a lot number the device history records review could not be completed.

Event description:
Patient was implanted with 2.4mm ti compression tension band plate and screws on (B)(6) 2012. The patient returned the doctor for a follow-up visit and it was noted the plate was broken. The patient heard a pop but did not realize the plate was broken. Patient was returned to the o.r. On (B)(6) 2012 for revision surgery. The surgeon removed the broken plate and six screws and replaced with another plate and six screws. Reportedly the screws were intact.

Manufacturer narrative:
A manufacturing evaluation was conducted. As received, the part is broken through one of the slots adjacent to the center web and is in 2 separate pieces. The plate has been both twisted and bent, especially in the center web area and the broken slot area. Marks and dings, especially in the center web, are evident, as the result of bending and twisting the plate. Similar marks appear near and around the break area. The measurement for the slot length could not be verified due to the plate break through the slot, resulting in two separate pieces. All relevant features could not be measured accurately. A product development evaluation was conducted. It was noted that the plate is broken through the first screw hole to the right of the synthes logo laser etch. The plate is scratched and indented in this region, which is consistent with plate bending prior to implantation. It appears as though the plate underwent in-plane and out-of-plane bends in the fracture region. The scratches and indented material suggest that the plate was heavily bent in the region of fracture. Excessive bending can reduce the yield strength of the plate, which could result in premature plate failure. However, there is not adequate information to determine the extent of plate contouring that occurred prior to implantation, therefore, a conclusion cannot be determined from a design perspective. This plate likely failed due to excessive bending prior to implantation. The risk assessment for mandible products addresses the risk of premature plate failure due to excessive bending prior to implantation.